Manufacturer narrative:
A medtronic representative reported that the firmware of the imaging system was reloaded onto the system.

Manufacturer narrative:
The analysis of the position motion controller was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis of the other position motion controller was completed by medtronic personnel. Testing found that the c brake output was shorted.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field systems engineer concluded that the reported event was caused by the positioner motion controller. Replacement of the positioner motion controller resolved the issue. No further issues were reported. Replaced part was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that following the imaging system shutdown and upon powering it back on; motion failed to initiate. There was no patient present when this issue was identified.